Event description:
The reporter stated that some hex screwdrivers were broken during the first usage. Integra has requested additional information. It was reported that there was no pt injury or death and the event did not lead to a significant increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.